Event description:
Additional information indicates that both of patients leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05944. It was reported that patients experienced ineffective therapy, one of the patients lead has high impedances and the other lead needs to be repositioned. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Further information has been requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.